Event description:
Crews responded to a cardiac arrest, pt condition on arrival not reported. Disposable defibrillation electrodes were attached to the pt and the analyze key was pressed. Reportedly, the device indicated connect electrodes and analysis was stopped. The device operator attached ECG electrodes and the pt was determined to be in v-fib. The device operator was unsuccessful in the attempt to clear the connect electrodes message. Ems arrived on scene with a back up device and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's viability and lack of response to resuscitation efforts.